Event description:
A customer contacted beckman coulter inc. (Bci) in regards to approximately 30 low sodium (na) results generated by the unicel dxc 800 pro synchron chemistry analyzer. Some of the results were reported out of the laboratory and questioned by the physician. Actual result values are not available.

Manufacturer narrative:
The qc is run once per day. Qc prior to the event was low. Post troubleshooting on (B)(6) 2011, qc was within range. Qc was run on (B)(6) 2011, prior to the event; however, it is unknown if it was within lab established ranges. Service noted low na recovery after the weekly ion-selective electrode (ise) maintenance. A bci field service engineer (fse): ran controls 8 hours post calibration and na was within range. Inspected the instrument and no contamination or hardware issues were noted. Installed new electrolyte injection cup (eic) valve. No cracks were noted. Ran three calibration, low and high level precision runs adjusted the assigned sd's for the electrolytes to aid in catching post maintenance electrolyte issues. Educated the customer about maintenance and qc ranges.